Event description:
This was a lead extraction procedure to remove one rv ICD lead (sjm 7121q durata dual coil) due to cied system/pocket infection. The lead was prepped with an lld and a 14f glidelight laser sheath was used to lase. During the extraction, the patient's blood pressure dropped and an effusion was noted by the anesthesiologist via an indwelling tee probe. The CT surgeons, who were present in the room, immediately performed a sternotomy and discovered a 2cm tear in the svc. The patient was placed on bypass and the injury was repaired. The patient survived the intervention. The physician believed that the svc wall had adhered to the svc coil of the ICD lead and that the injury occurred as the laser sheath progressed along that area of the lead.